Event description:
Patient reported that over the past 3-4 months has been experiencing high blood glucose readings (200-400 mg/dl). Patient did not report any symptoms related to elevated blood glucose. Patient reported that she would need to administer injection therapy to lower her blood glucose. Patient also reported that the infusion device is not keeping the correct time of day. Patient stated that she changes the cannula every 3-4 days. Labeling recommends to wear the cannula no longer than 48 hours. Patient advised of the proper length of time to wear the cannula. Patient indicated that her blood glucose readins were better and she would not be returning the infusion device. No medical assistance was required.